Event description:
Reporter stated there is a small transparent spot on the display of the infusion device and it appears some digit segments are missing. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.